Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. The lot number was unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient was unable to inflate device. An inflatable penile prosthesis (ipp) replacement surgery was performed to address the problem. During the procedure upon exposing the implant, a break in the tubing to the pump was identified as the cause of loss of fluid. There was no patient complications. No further information was provided.